Event description:
The patient was having problems with her device. She saw a nurse on (B)(6) and everything in her system was working properly. About 2 weeks after that, she started shaking and falling which was a return of symptoms, but it was worse than before. Her husband has to help her out of bed and go to the bathroom. She has been falling quite a bit, ¿anytime I stand up if my husband is not there I fall to the floor¿. She fell this morning and hit the bathtub. There were no previous issues with her device. An appointment with her health care provider (hcp) on (B)(6) has been scheduled. It was later reported on (B)(6) 2013, that she experienced a loss of therapeutic effect. She was not shaking at all the 2 weeks after implant, but since then she has been shaking constantly. She leans over and cannot sit straight up. It was noted that she never got a patient programmer. Her ins was not working, but then it was clarified that ¿all of it¿ was not working. She does not have a way to check the status of her device. The device sits on top of left breast and gets warm. Then after it gets warm for a while it gets cold and keeps alternating which has occurred since it was implanted. It was clarified that the shaking started 2-3 weeks after (B)(6) 2013. The (B)(6) 2013 appointment was to turn the device on for the first time. The symptoms started following a fall. Her last fall was 3-4 days ago. She has not told her hcp about her issues. The company representative confirmed on (B)(6) 2013 that the patient was getting a patient programmer and that she was doing fine. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).